Manufacturer narrative:
The console device was not returned; however, it was serviced at the customers facility by a field service engineer (fse). The fse confirmed the overheating was due to a physical or electrical fault. The reported power source issue was not confirmed, as no problem was found with the laser consoles power system. A damaged focus lens was identified, likely caused by dust on the lens surface. When the laser was fired, the dust may have burned, damaging the lens. This could have impeded laser energy transmission, deflected the beam, and caused it to strike the side of the fiber connector potentially contributing to the overheating. Replacing the focus lens and fiber ID assembly resolved the issue. The fse service laptop malfunctioned during the initial visit, delaying completion of the repair. On the second visit, the fse completed the laser realignment. The laser console was calibrated and passed full functional and electrical safety testing. The product record review found no evidence of a product quality issue or new patient harm. The device history record (DHR) and service history record (shr) indicate the laser console was installed on 03 march 2023 and last serviced on 03 february 2025 for an output power issue. It was fully functional until the complaint reported on 25 april 2025. Based on the information provided, there is no evidence the console was used inconsistently with labeling, per auriga xl 4007 user manual. Physical damage to the fiber port and focus lens surface was the most probable cause of the complaints.

Event description:
It was reported that during the procedure, the connection of the fiber in the laser overheated, and the fiber did not work due to the console. It was noted that the device's power did not reach the fiber. The procedure was not completed due to this event; however, a new date of procedure was scheduled. There were no patient complications reported. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation.